Event description:
The event involved a primary microdrip 150 ml burette set with float valve, clave additive port, 15 micron filter in sight chamber, clave y-site, secure lock, 198 cm where the customer reported no flow from insertion during patient use. There was patient involvement and delay in therapy, but no adverse event/harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Manufacturer narrative:
No 19208-01 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. Updated information in d9.